Event description:
Customer's mother reports customer had air bubbles in reservoir once she removes plunger, air bubbles get stuck at o-ring, then reservoir would leak. It is also reported that there is condensation past the second o-ring. Customer's blood glucose was 120 mg/dl. After troubleshooting, customer was advised to return reservoir for analysis. No further information provided.

Manufacturer narrative:
Customer reports to have received a button error alarm. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided. (B)(4).